Event description:
Synergy china registry. It was reported that coronary atherosclerotic cardiopathy occurred. In (B)(6) 2020, the subject was referred for cardiac catheterization. The target lesion was located in the proximal of left anterior descending artery (lad) with 85% stenosis and was 16 mm long, with a reference vessel diameter of 4.0 mm. The target lesion was treated with pre-dilatation and placement of 4.00 mm x 16 mm synergy stent system. Following post-dilatation, the residual stenosis was noted be 0%. Three days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2024, the subject presented with coronary atherosclerotic cardiopathy and was hospitalized for further evaluation and treatment. At the time of this event, the subject was on aspirin and ticagrelor. The event was treated with revascularization in a target vessel and non-target vessel, blood transfusion performed, and the event was also treated medically. Six days later, the subject was discharged from hospital. The event was considered to be recovering/resolving.

Event description:
Synergy china registry. It was reported that coronary atherosclerotic cardiopathy occurred. In (B)(6) 2020, the subject was referred for cardiac catheterization. The target lesion was located in the proximal of left anterior descending artery (lad) with 85% stenosis and was 16 mm long, with a reference vessel diameter of 4.0 mm. The target lesion was treated with pre-dilatation and placement of 4.00 mm x 16 mm synergy stent system. Following post-dilatation, the residual stenosis was noted be 0%. Three days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2024, the subject presented with coronary atherosclerotic cardiopathy and was hospitalized for further evaluation and treatment. At the time of this event, the subject was on aspirin and ticagrelor. The event was treated with revascularization in a target vessel and non-target vessel, blood transfusion performed, and the event was also treated medically. Six days later, the subject was discharged from hospital. The event was considered to be recovering/resolving. It was further reported that in (B)(6) 2024, the subject was referred for coronary angiography, which revealed unknown % stenosis proximal lad. The unknown % stenosis noted in proximal lad which had previously placed study device was treated with target vessel revascularization. Post intervention, the residual stenosis was noted to be unknown %. Additionally, non-target vessel revascularization was performed instead of a non-target vessel blood transfusion. It was further reported that in (B)(6) 2024, coronary angiography revealed an 80% stenosis in the proximal lad. It was further reported that in (B)(6) 2024, the 80% stenosis noted in proximal lad was treated with percutaneous coronary intervention. In addition, coronary angiography revealed 80% stenosis noted in middle lad. The 80% stenosis noted in middle lad was treated with percutaneous coronary intervention. Post intervention residual stenosis was noted to be unknown%.

Manufacturer narrative:
H6: evaluation conclusion codes: evaluation conclusion codes corrected to "known inherent risk of device". B5: describe event or problem updated. H6: impact codes: deleted 'blood transfusion' impact code.

Manufacturer narrative:
H6: evaluation conclusion codes: evaluation conclusion codes corrected to "known inherent risk of device". H6: impact codes: deleted 'blood transfusion' impact code.

Event description:
Synergy china registry it was reported that coronary atherosclerotic cardiopathy occurred. In (B)(6) 2020, the subject was referred for cardiac catheterization. The target lesion was located in the proximal of left anterior descending artery (lad) with 85% stenosis and was 16 mm long, with a reference vessel diameter of 4.0 mm. The target lesion was treated with pre-dilatation and placement of 4.00 mm x 16 mm synergy stent system. Following post-dilatation, the residual stenosis was noted be 0%. Three days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2024, the subject presented with coronary atherosclerotic cardiopathy and was hospitalized for further evaluation and treatment. At the time of this event, the subject was on aspirin and ticagrelor. The event was treated with revascularization in a target vessel and non-target vessel, blood transfusion performed, and the event was also treated medically. Six days later, the subject was discharged from hospital. The event was considered to be recovering/resolving. It was further reported that in (B)(6) 2024, the subject was referred for coronary angiography, which revealed unknown % stenosis proximal lad. The unknown % stenosis noted in proximal lad which had previously placed study device was treated with target vessel revascularization. Post intervention, the residual stenosis was noted to be unknown %. Additionally, non-target vessel revascularization was performed instead of a non-target vessel blood transfusion.

Event description:
Synergy china registry it was reported that coronary atherosclerotic cardiopathy occurred. In (B)(6) 2020, the subject was referred for cardiac catheterization. The target lesion was located in the proximal of left anterior descending artery (lad) with 85% stenosis and was 16 mm long, with a reference vessel diameter of 4.0 mm. The target lesion was treated with pre-dilatation and placement of 4.00 mm x 16 mm synergy stent system. Following post-dilatation, the residual stenosis was noted be 0%. Three days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2024, the subject presented with coronary atherosclerotic cardiopathy and was hospitalized for further evaluation and treatment. At the time of this event, the subject was on aspirin and ticagrelor. The event was treated with revascularization in a target vessel and non-target vessel, blood transfusion performed, and the event was also treated medically. Six days later, the subject was discharged from hospital. The event was considered to be recovering/resolving. It was further reported that in (B)(6) 2024, the subject was referred for coronary angiography, which revealed unknown % stenosis proximal lad. The unknown % stenosis noted in proximal lad which had previously placed study device was treated with target vessel revascularization. Post intervention, the residual stenosis was noted to be unknown %. Additionally, non-target vessel revascularization was performed instead of a non-target vessel blood transfusion. It was further reported that in (B)(6) 2024, coronary angiography revealed an 80% stenosis in the proximal lad.

Manufacturer narrative:
H6: evaluation conclusion codes: evaluation conclusion codes corrected to "known inherent risk of device." B5 - describe event or problem updated. H6: impact codes: deleted 'blood transfusion' impact code.

Manufacturer narrative:
B5 - describe event or problem updated. H6; impact codes: deleted 'blood transfusion' impact code.

Event description:
Synergy china registry. It was reported that coronary atherosclerotic cardiopathy occurred. In (B)(6) 2020, the subject was referred for cardiac catheterization. The target lesion was located in the proximal of left anterior descending artery (lad) with 85% stenosis and was 16 mm long, with a reference vessel diameter of 4.0 mm. The target lesion was treated with pre-dilatation and placement of 4.00 mm x 16 mm synergy stent system. Following post-dilatation, the residual stenosis was noted be 0%. Three days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2024, the subject presented with coronary atherosclerotic cardiopathy and was hospitalized for further evaluation and treatment. At the time of this event, the subject was on aspirin and ticagrelor. The event was treated with revascularization in a target vessel and non-target vessel, blood transfusion performed, and the event was also treated medically. Six days later, the subject was discharged from hospital. The event was considered to be recovering/resolving. It was further reported that in (B)(6) 2024, the subject was referred for coronary angiography, which revealed unknown % stenosis proximal lad. The unknown % stenosis noted in proximal lad which had previously placed study device was treated with target vessel revascularization. Post intervention, the residual stenosis was noted to be unknown %. Additionally, non-target vessel revascularization was performed instead of a non-target vessel blood transfusion.